Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the patient's pain could not be determined. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7055-90, lot# i0507, manufactured 03/21/13, expires 2018-03, UDI 00859256003316. Ifuse implant, p/n 7040-90, lot# i0847, manufactured 11/14/13, expires 2018-11, UDI 00859256003286. Ifuse implant, p/n 7035-90, lot# i0491, manufactured 03/09/13, expires 2018-03, UDI 00859256003279.

Event description:
In (B)(6) 2014, the patient underwent right side ifuse si joint arthrodesis where three implants were placed. The patient had pain relief for 15 months before experiencing recurrent pain. The pain was relieved by a diagnostic injection, so the surgeon decided to remove all of the implants and replace them with iliosacral screws. In (B)(6) 2015, the surgeon attempted to remove the existing implants but was unable to remove any of them as they were all solidly in bone. He attempted to pound the implants out with a mallet and removal adapters but eventually gave up and decided to leave the existing implants in place and not add any iliosacral screws. The status of the patient following the surgery is not yet known.